Event description:
Novopen echo was not depressing all the way and not delivering any medication. High blood sugars over 600 mg/dl. Case description: this serious spontaneous case from the united states was reported by a general physician as "novopen echo was not depressing all the way and not delivering any medication" beginning on (B)(6) 2016, "high blood sugars over 600 mg/dl" beginning on (B)(6) 2016, and concerned a (B)(6) female patient who was treated with novolog penfill (fast acting insulin aspart) from (B)(6) 2016 and ongoing due to "type 1 diabetes mellitus", novopen echo (insulin delivery device) from (B)(6) 2016 and ongoing due to "type 1 diabetes mellitus". Patient's height, weight and body mass index: not reported. Concomitant product : novolog penfill (insulin aspart) solution for injection, 100 u/ml from (B)(6) 2016 to ongoing medical history included type 1 diabetes mellitus ((B)(6) 2016). It was reported that novopen echo was not depressing all the way and was not delivering any medication. This led the patient to have high blood sugars of over 600 mg/dl. The meter would not register over 600 mg/dl. Insulin was drawn out with the syringe and then the patient received her correct dose of the insulin was recovered. Action taken to novolog penfill was reported as no change. Action taken to novopen echo was reported as no change. The outcome for the event "novopen echo was not depressing all the way and not delivering any medication" was not reported. On (B)(6) 2016 the outcome for the event "high blood sugars over 600 mg/dl" was recovered.

Event description:
Case description: this serious spontaneous case from the united states was reported by a general physician as "novopen echo was not depressing all the way and not delivering any medication" beginning on (B)(6) 2016, "high blood sugars over 600 mg/dl" beginning on (B)(6) 2016, and concerned a (B)(6) female patient who was using novopen echo (insulin delivery device) from (B)(6) 2016 and ongoing due to "type 1 diabetes mellitus". Investigation result: name: novopen echo, batch: (B)(4) the observed problem with the novopen echo was not depressing all the way is caused by the use of a clogged needle on the pen. After the injection to follow, the display will function normally again, if the injection needle is changed to a new one. The fault is caused by incorrect handling during use of the device. No corrective or preventive actions implemented/required. Since last submission, the case has been updated with the following: -batch number of novopen echo updated. -investigational results -manufacturer comment final manufacturer comment/risk assessement: 09-feb-2017: the suspected novopen echo was returned to novo nordisk and investigations showed that the pen was working in accordance to set specifications. It was, however identified that the user had tried to inject with a blocked needle attached to the suspected pen. This could result in the patient not receiving the intended dose and development of hyperglycaemia. In the instruction for use of the pen it is recommended that the user changes the needle after injection and use a new needle for every injection". Evaluation summary name: novopen echo, batch: (B)(4). The observed problem with the novopen echo was not depressing all the way is caused by the use of a clogged needle on the pen. After the injection to follow, the display will function normally again, if the injection needle is changed to a new one. The fault is caused by incorrect handling during use of the device. No corrective or preventive actions implemented/required.

Event description:
Case description: investigation result: name: novopen echo. Batch: dv40073. The electronic register was checked. Several mitigation codes were present. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The product was found to be normal. The results were found to comply with specifications. The observed problem with the novopen echo was not depressing all the way is caused by the use of a clogged needle on the pen. After the injection to follow, the display will function normally again, if the injection needle is changed to a new one. The fault is caused by incorrect handling during use of the device. No corrective or preventive actions implemented/required. Since last submission, the case has been updated with the following: -investigation result updated. Continued: evaluation summary: name: novopen echo, batch: dv40073. The electronic register was checked. Several mitigation codes were present. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The product was found to be normal. The results were found to comply with specifications. The observed problem with the novopen echo was not depressing all the way is caused by the use of a clogged needle on the pen. After the injection to follow, the display will function normally again, if the injection needle is changed to a new one. The fault is caused by incorrect handling during use of the device. No corrective or preventive actions implemented/required.